Event description:
It was reported that the 4-40 stud on their handpiece broke during the case. The case was completed with another handpiece. No pt consequence was reported. No other information was available.